Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Incomplete stent expansion is a known potential procedural complication associated with the enterprise 2 vrd. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics (i.e. Target blood vessels were ¿quite tortuous¿), device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00350.

Event description:
As reported by the field, during a stent assist coil embolization to the right posterior communicating artery, an enterprise2 4mmx16mm intracranial stent (encr401612, 8269491) was partially released in target site. The two distal markers of the stent did not fully open or expand as intended. The physician retracted the stent and released it again, but it had the same issue. After adjusting angle, the stent¿s distal markers were still expanded incompletely. The doctor removed the stent from the patient and replaced a new one to release it successfully. The microcatheter was not replaced. Afterwards, two coils were filled in the aneurysm. The physician started to fill the third coil using a galaxy g3 mini 1mm x 2cm (glm910020, 30860271), but it came out in the same direction all the time. The coil was retracted and found to be unraveled/stretched. A new coil was switched to complete the surgery. The microcatheter (other brand) was not replaced. No patient injury was reported. Additional information received on 18-mar-2024 indicated that the temperature indicator label on the inner pouch of the enterprise2 was checked and found to be within acceptable criteria. There was no resistance during advancement of the enterprise2 . There was no damage to the stent. The target blood vessels were ¿quite tortuous¿ which may have contributed to the incomplete expansion. There was no additional intervention performed to attempt to expand the stent. There was no blood flow restriction. The galaxy g3 mini coil became unraveled ¿in the of filling¿. The coil did prematurely detach. There were no procedural delays due to the event. Additional event information received on 21-mar-2024 indicated that there was no coil positioning difficulties or coil herniation.